Event description:
It has been reported that the device speakers are not functioning properly.

Manufacturer narrative:
New information received stating there is patient involvement. Patient outcome is unknown. Coding updated to reflect patient involvement.

Event description:
It has been reported that the device speakers are not functioning properly. New information received states the issue was discovered during a patient use event. The patient outcome is unknown.